Event description:
During wedge resection of the left upper lobe, the pt suffered a massive intraoperative hemorrhage after a malfunction or misfiring of the ila 75 autosuture device. The pt failed to improve postoperatively and required placement of an iabp. Support was withdrawn on 05/2001 and the pt expired.